Manufacturer narrative:
A lot history review showed no related mfg issues and one other complaint of similar nature reported by the same customer which is also inconclusive due to no sample returned for evaluation.

Event description:
The catheter was placed 2/1/97, the pt developed mechanic phlebitis after placement. The site was treated with warm compresses but the vein had a hard core and was irritated. The catheter was removed on 2/4/97. The catheter tip was cut off and sent to an outside laboratory for culture. The culture was reported to be negative.